Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: the third people's hospital of xinjiang uygur autonomous region. E1: phone number: unknown. E1: initial reporter name: unknown. G4: 510(k) no.: k130520. The actual device was not returned. Confirmation of the provided image: a tear was found in the packaging located on the back of the oxygenator. Manufacturing record and the shipping inspection record of the actual device found no anomaly. No similar complaint was received regarding the involved product code and lot. Based on the investigation results, no anomaly was found in the manufacturing records. As one of the possibilities, it was considered that excessive load was applied to the product while it was in the unit box, causing it to tear at the point where it was in contact with the sterilization bag. However, it was not possible to clarify when the load was applied or the cause of the occurrence. The instructions for use (IFU) (capiox fx25) indicates as follows: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. There is a hole on the outer sterile plastic bag. The event occurred pre-treatment; therefore, no patient was involved or harmed.